Event description:
It was reported that during the procedure at the bifurcation of the moderately calcified diagonal and left anterior descending artery, pre-dilatation was not performed and an attempt was made to advance a 2.0x12 rx mini vision stent delivery system (sds) using force. The sds could not cross the lesion; therefore, an attempt was made to withdraw the sds and the stent dislodged. The sds was withdrawn from the anatomy and the stent was successfully snared from the vessel. A new mini vision sds was used to successfully treat the target lesion. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). No pre-dilatation, excessive force. Evaluation summary: the complaint device was returned. The reported stent dislodgement was confirmed and was likely due to the case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return device analysis, there is no indication of a product deficiency. It should be noted that the vision instructions for use (IFU) warns against using excessive force and the potential for loss and/or damage stent. Also, the IFU has instruction to pre-dilate the lesion. The lack of pre-dilation likely contributed to the failure to cross the lesion. The use of excessive force and the lack of pre-dilation likely contributed to the stent dislodgement.